Event description:
Approximately 20 samples with high values for potassium. The samples reported between 6-8 mmol/l. The same samples repeated on a different analyzer, same method, gave results from 3-4 mmol/l. No specific patient information or data provided. Initial results were reported, patients not adversely affected. The field service representative determined there was a problem with the internal standard reagent. The reagent was placed and issue has not returned.